Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.251205.006 hardware: pixel 6 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the device charging port melted while being plugged into the charger. The user was reportedly using the insulet supplied charging cord and adaptor. The personal diabetes manager (pdm) battery overheated and "kind of melted" at the port. This alleged event was not reported to insulet until a year later and the user had reportedly discarded the physical device so it is not available for investigation and images were not provided. The customer did not require medical intervention and was sent a replacement device.